Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after feeling shortness of breath and light headedness. Patient is pacemaker dependent. Interrogation revealed episodes of non-sustained rv oversensing of noise, causing the inhibition of pacing. Myopotential oversensing was suspected. Noise was not reproducible with isometrics. Programming changes were made and the patient was hospitalized for observation. No further episodes were detected and patient was discharged. Patient was seen one week after discharge and no issue were reported.